Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was operating on the uterus and the instrument¿s wrist joint broke inside of the patient. A fragment fell inside the patient and was retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was found out of the ordinary. The procedure was a total hysterectomy performed via system (B)(4). The surgeon was retracting the uterus when the breakage occurred, and the fragment fell into the patient. The surgeon believes that tension on the uterus caused the issue. The fragment was retrieved with a laparoscopic grasper. The instrument was in use roughly an hour prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. One fragment was noted and then recovered. The whole cannula was removed as the wrist was broken in a flexed position. There was no additional surgical procedure required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. There was no harm to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The suspect instrument was the first prograsp forceps used for the day.

Manufacturer narrative:
The instrument involved with this event has not been returned for evaluation. Without the returned instrument, a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A review of the procedure log showed a benign hysterectomy procedure was performed on (B)(6) 2022 by the listed console surgeon on system (B)(4).. A review of the device logs for the prograsp forceps instrument (part #471093-11 / lot/serial #k11220808-0268) associated with this complaint showed that the prograsp forceps instrument was last used on (B)(6) 2022 on system (B)(4) with 11 uses remaining. Based on this review, the instrument was used in subsequent procedures on (B)(6) 2022 after the alleged event reported on this record with no further issues reported by the customer. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the allegedly instrument breakage to occur.